Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. The presence of foreign material and a plastic distal end burn were confirmed. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was formed from breakage. The instruction manual operation describes detection methods for foreign material in reprocessing in manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿, and prevention methods in ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the bending section cover of the insertion part. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.